Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an emergency procedure, the user reported a cooling system error. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the problem mentioned in the complaint was due to a defective fiber optic transceiver on the input-/output-box (iob). The iob is the central system interface board to control system components. This defect caused the unavailability of the main system functions because a reboot did not solve the problem. The service technician has exchanged the affected iob. The occurrence rate of the identified cause has been checked and no error accumulation has been identified; therefore no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.